Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 400 mg/dl. Customer declined follow up from tandem technical support. No additional information was provided.